Event description:
It was reported that this unit does not cool water. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation, it was identified that the device did not have a reportable defect.

Event description:
It was reported that this unit does not cool water. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.